Manufacturer narrative:
Analysis found the device had a parity error in the memory registers. Due to the parity error, the device experienced a software reset during interrogation. The battery was returned to the vendor for destructive analysis. The root cause of the battery depletion could not be determined.

Event description:
It was reported that the patient presented to the clinic due to patient notifier alert. The device was unable to be interrogated. No telemetry interference was observed. The device was explanted and replaced.